Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan otr was explanted due to reported malfunction and pain.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities noted with the pump, cylinder #1, cylinder #2, or the detached inlet tubing. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. However, because quality's examination may not conclusively confirm or disprove the report of pain, sst deformity, cylinder crossover, or high riding pump, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
Additional information received indicated sst deformity, cylinder crossover, high riding pump.